Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. D device identification-correction. G6 type of report- follow up. H2 type of follow up- correction. H6- codes - additional.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale start command. No injury or medical intervention was reported.